Event description:
The pt was readmitted approx thirteen months after the index procedure with stable angina ccs2 and two (2)-vessel coronary disease. The pt was found to have an after stent restenosis of a previously treated lesion. The event was considered a mace event, serious but mild in severity. The relationship to the device/procedure was probable.